Event description:
The healthcare professional reported that during a vascular stent placement procedure, the 4.0mm x 39mm no distal tip enterprise® 2 vascular reconstruction device (vrd) (enc403900 / lot# unknown) got stuck in the microcatheter ¿despite following all insertion guidelines. The stent had to be removed together with the microcatheter.¿ the procedure was delayed by ¿few minutes¿ but was successfully completed without any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event was not reported / known. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 29-jul-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b4, d9, g3, g6, h2, h3, h6, and h11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.0mm x 39mm no distal tip enterprise® 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was found detached inside the hub of the concomitant phenom¿ 21 microcatheter (medtronic). No appearance of damages was observed. The delivery wire and the introducer components were not returned for evaluation. The stent was removed from the hub of the microcatheter without difficulties. Microscopic inspection was performed on the stent component. No damages were observed (i.e., no kinks, no bends, and no broken struts). Both distal ends of the stent were completed flared / fully expanded. The issue regarding the stent being stuck in the microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, the returned component did not present damages that suggest that it was forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support the issue reported in the complaint as a result of a defect inherently related to the device. The delivery wire and introducer components might have gotten lost sometime during the post-operative handling or decontamination of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. The stent detachment is not considered related to the encountered issue. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9061879. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instruction for use (IFU) does contain the following recommendations: ¿ the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 27-may-2025. [Additional information]: on 27-may-2025, additional information was received. Per the information, the date of the procedure was (B)(6) 2025. The target vessel of the vascular stent placement was the internal carotid artery (ica). The lot number of the 4.0mm x 39mm no distal tip enterprise® 2 vascular reconstruction device (vrd) (enc403900) was 9061879. The concomitant microcatheter used was a phenom¿ 21 microcatheter (medtronic). The information indicated that an adequate continuous flush was maintained during the procedure. There were no visible kinks or bends on the microcatheter. When the stent was removed, it was still on the delivery wire. There was no damage noted on the stent / stent delivery system. The procedure was completed with another 4.0mm x 39mm no distal tip enterprise® 2 vascular reconstruction device (enc403900). The replacement microcatheter was another phenom¿ 21 microcatheter. The physician did not consider the few minutes delay reported as clinically significant. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9061879. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Updated sections: b.3, b.4, d.4, g.3, g.6, h.2, h.4, h.6, h.11, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.